Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the entire drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that they have multiple failed drawers on a station, device ahmcmedpx3 causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.